Event description:
The event is reported as: customer alleges - "customer reported catheter slipped out during the night. When nurse came in to replace it, the tip was almost split from the tubing. Nurse replaced the catheter with a new one w/o any issue." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.